Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the user met with difficulty when passing the dilator and guide wire was confirmed. One guide wire, dilator and several other components were returned. The returned guide wire had numerous kinks/bends over the entire length and was unraveled on the proximal end. A manual tug test determined that the distal weld was intact. Microscopic examination found that the core wire was broken adjacent to the proximal weld. No pieces appeared to be missing. The guide wire graphic specifies a length of 600 +/-4 mm and an outside diameter of .788/.826 mm. The guide wire length was measured at 601 mm. The outside diameter measured .799 mm. Both the length and outside diameter met specification. Visual examination of the returned dilator revealed that the body has severe bends located 4 and 7.5 cm from the hub. Microscopic examination confirmed that the tip was damaged / flared out like a petal. This type of damage is consistent with resistance encountered during insertion. The dilator body length was measured at approximately 4 inches which is consistent with 4 +/- inch length specified in the dilator graphic. The tip inside diameter could not be measured due other remarks: to the damage. The dilator extrusion graphic specifies an inside diameter of .064 / .067 inches and an outside diameter of .111 / .113 inches. The od was measured at .1124 inches. The ID was measured at .066 inches. These measurements indicate that the dilator body wall thickness is adequate. A lab inventory 0.032" guide wire, with a measured diameter of .801 mm, was used to perform functional testing since that is the same size guide wire that is packaged in the kit. The lab inventory guide wire was inserted into the proximal end of the dilator and passed through the distal tip with no resistance and indicating that there were no obstructions. The instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the time of discovery and the information provided, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the ICU, the user met with difficulty when passing the dilator and guide wire. As a result, both were removed and replaced without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence. The patient involved was a (B)(6) female.